Manufacturer narrative:
(B)(4), batch # t5c23e. Additional information requested but not received: can you please provide more event details? Was the device locked on tissue with the jaws closed? If yes, how was the device removed (anvil release button, red manual knife switch, forced the jaws open, cut the device from the tissue)? Did the jaws of the stapler eventually open? Was it necessary to remove the trocar with the stapler? Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with a gst60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information: can you please provide more event details? Was the device locked on tissue with the jaws closed? If yes, how was the device removed (anvil release button, red manual knife switch, forced the jaws open, cut the device from the tissue)? Did the jaws of the stapler eventually open? Was it necessary to remove the trocar with the stapler? To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, after having introduced the stapler through the trocar, it was impossible to open the device. It is unknown how procedure was completed. There was no patient consequence.